Event description:
It was reported that during testing, a pump alarmed constantly for air in line. The test was performed with water at room temperature (programmed amount and delivery rate unknown). No patient injury was reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation confirmed a constant air in line alarm caused by a failed upstream sensor. The failed upstream sensor was replaced.